Event description:
It was reported to philips that the system would not boot up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system would not boot up. Review of the log file shows that the system experienced a power glitch. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and a replaced hard disk drive in the host pc, and the software was uploaded to the new drive, but the problem persists. To resolve the issue, the fse ordered new host pc and was replaced afterwards. The defective parts were returned for analysis, for host pc, malfunction was observed, and the failed component was motherboard bmc. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.